Manufacturer narrative:
The device history record for the reported lot number, 74300, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements all information reasonably known as of 05-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual device is reported to be available but has not yet been returned. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 05-jul-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received stating the size-10 nasogastric tube (ngt) burst during flushing of the device with a 5ml ngt syringe. The doctor removed the remaining half of the device from inside of the patient's mouth. No additional information was provided in regards to the patient's status.